Event description:
In the previous report a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. The device was not in patient use. During the evaluation of the device at the third party service center, the internal part of the device was inspected visually. Evaluation result stated that the complaint was confirmed and found evidence of visible foam degradation. The device was scrapped.

Manufacturer narrative:
H3 other text: third party service center.